Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow button presses did not activate desired pump functions during testing. The keypad was removed and adhesive was found under the contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
A family member reported that the up arrow button requires several presses for a response. She denied holes/tears in the keypad.